Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient was found to have decompensated heart failure and was requiring multiple inotropes. The family wanted everything to be done for the patient¿s wellbeing, so a decision was made to place impella cp for further support. After impellla was placed in the cath lab, there was bleeding at the access site. Bleeding was managed by tightening perclose and angle. It was further reported that the patient care was withdrawn and the patient expired.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The product was not returned for investigation. Access site adverse event hemorrhage/bleeding): data log review was not required for this case. According to the clinical details, bleeding was managed by tightening the perclose and adjusting the angle. The cause of the access site adverse event was most likely related to unintentional use related, based on the given clinical details. Device history review: the device passed all the post sterile inspection checks.